Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 38 mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with mid to distal stent struts noted to be lifted and pulled in all directions. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 39 cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 38mm synergy xd was advanced for treatment. However, the stent could not cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition. However, returned device analysis revealed stent damage and hypotube break.